Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because it was reported as a break in aseptic technique. The assignable cause is undetermined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a baxter employed healthcare professional (hcp) from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 2.5% solution and dianeal pd2 4.25% ultrabag therapies. On an unreported date, the patient began dianeal pd2 2.5% therapy and dianeal pd2 4.25% ultrabag therapy (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was reported to be ongoing. On an unreported date, during a call with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient made a mistake resulting in a break in aseptic technique (unspecified). On (B)(6) 2012, the patient experienced peritonitis. The patient was treated with cefepime, 1gm, once daily and vancomycin injection, 1gm, once daily/3 days for 14 days for the peritonitis. Per the hcp, the patient is recovering from the peritonitis. Concomitant medication was not reported. The hcp reported the cause of peritonitis was due to a break in aseptic technique by the patient (details not provided) and not related to a baxter device or solution. Concomitant medication was not reported. No further information was provided.

Manufacturer narrative:
(B)(4): upon further investigation, it has been determined that dianeal pd2 2.5% was not in use coincident with the break in aseptic technique and the peritonitis as initially reported on the initial MDR (medical device report).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.